Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the customer had been able to load a new cartridge onto the pump and resume insulin delivery.